Manufacturer narrative:
(B)(64. There was no reported device malfunction. The dexcom g4 platinum continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient had skin irritation with the sensor and used skin tac and made their health care professional aware of this. No additional event or patient information is available.